Event description:
New information received notes that the patient condition was stable.

Event description:
It was reported that the patient presented to the emergency room after experiencing shortness of breath and fatigue. Review of the device printouts confirmed the presence of post-paced t-wave oversensing on the ventricular channel. Programming changes were made.